Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had server issues related to admission-discharge-transfer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there were issues related to admission, discharge, and transfer (adt). A technical support specialist mentioned that the customer was in the process of upgrading their server. There was no active issue reported. The customer¿s request was primarily to consult with an interface engineer regarding the use of a unique visit ID for patients transitioning from outpatient to inpatient status.

Event description:
It was reported that when using the bd pyxis¿ es server had server issues related to admission-discharge-transfer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.